Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation, approximately 50% complete it was noted the jaws on the hemopro 2 device were not opening. The device was not locked in the activated mode but they would not open to engage a branch. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had signs of usage and the clevises were detached and shifted. The jaws would not open fully and part of the metal shaft was exposed. There was heavy tissue debris in the jaws and some evidence of blood on the handle. Resistance and jaw force measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small tear and exposed wires were found in the shrink tubing on the welder unit wire. In addition the clevises were worn down and the pivot pin was bent. Based upon this observation, the reported complaint for "jaws would not open" was confirmed. (B)(4).